Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent capture. The lead was suspected to have lost slack and suffered a micro dislodgment, which was confirmed by fluoroscopy. Subsequently, it exhibited consistent capture but with high capture threshold measurements. As a corrective action, the lead was repositioned, and slack was added to it. No additional adverse patient effects were reported.